Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. Retained product from same lot evaluated. All the individual tensile strength values for retain sample was found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.